Event description:
I had a verisyse lens implanted in 2005. Eye doesn't focus; mostly blind now; 20-300 vision. No reason for lens to be installed. I'm told I have severe surgery induced astigmatism. Basically blind in right eye due to lens. I'm the victim of surgery. I was in extreme pain for four months. I have gone to other drs who say I have extreme surgery induced astigmatism. Having this lens put in was the biggest mistake of my life. Two additional surgeries after to center contact lens trying to correct astigmatism. Light sensitivity increase. Vision is about 20-300. I was getting along fine with contact lens. Second dr diagnosed a severe astimatism; that the incision was in a wrong place. He suggested not to do anything for the next 6 months. May be it will heal.he said he had not seen anything like that. The thrid dr diagnosed a severe surgical induced astigmatism. Advised to avoid any surgery because of possible cataract. He started to fit me for a contact lens.